Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing frequent ipg charging and extended ipg charging time. The patient underwent an ipg replacement procedure.